Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported she received a "77" on the display screen of her insulin infusion device. The pt stated this battery had been in the device for over 2 weeks and possibly as long as 4 weeks. To troubleshoot, the pt was instructed to check the battery lot number and it was discovered the battery was affected by the recall. The pt stated she was aware of the recall. The pt said she had been given some free supplies by her dr about a month ago and this battery was part of those supplies. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.